Manufacturer narrative:
Additional narrative initial reporter is synthes sales representative without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during an unknown procedure, the inserter was stripped. No surgical delay or patient consequence reported. This report is for one (1) expedium verse spine system inserter/tightener x25 this is report 2 of 2 for (B)(4).